Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "leaking", pain, and swelling.

Event description:
Patient reported right side "leaking", pain, and swelling. The device remains implanted.